Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2016-06-06. The critical alarm was due to stopped pump mode. The rep silenced the alarm.

Event description:
Information was reported by a healthcare professional (hcp) via the company representative regarding a patient whose pump was used to deliver fentanyl (3000mcg/ml at 600 mcg/day), clonidine (200 mcg/ml at 40 mcg/day), and bupivacaine (25 mg/ml at 5 mg/day) which was change to clonidine (300 mcg/ml), bupivacaine (15 mg/ml), and dilaudid (15 mg/ml) at the refill with an unknown dose. The indication for use was failed back surgery syndrome, peripheral neuropathy, spinal stenosis, and spinal pain. On (B)(6) 2016 the pump was refilled under sonogram. The pump was aspirated and the expected volume matched what was pulled out, however 25 min after the refill the patient could not keep his eyes open. The patient was taken to the emergency room, given narcan, woke up, and the patient's pain came back right away. It was reported that the bridge bolus calculation was verified to be correct. The hcp does not think that there was a pocket fill and is convinced there was a pump malfunction. Additional information was reported by the rep on (B)(6) 2016. The diagnostic performed was that the patient was evaluated and was found to have severe respiratory depression. The patient's blood sugar levels were also checked. The patient's pain that returned was their normal pain. The cause of the patient's symptoms had not been determined. Additional information was reported by the consumer via the rep on (B)(6) 2016. The patient had heard three beeps every hour. It was noted that the pump had been stopped on (B)(6) 2016. Thepump had not been read at the time of the report and the patient had an appointment to see the hcp on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.